Event description:
After blood collection, technician attempted to engage safety mechanism, needle did not retract fully, resulted in needle stick injury, no further information was provided, possible lot numbers related 13j19, 13k08, 13k19.

Manufacturer narrative:
Manufacturer investigation results on retained samples. Device not returned to manufacturer.